Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down/smartphone: lockdown. Omnipod 5 software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that while activating a new pod, the pod clicked, but failed to deploy the cannula. They went to see their healthcare provider who proceeded to remove the pod. It was confirmed by the healthcare provider that the cannula did not deploy. The patient then received a manual injection as treatment. The pod was discarded and is not available for return.